Manufacturer narrative:
A getinge field service engineer (fse) was sent to evaluate the unit. After testing and diagnostics, the fse was unable to reproduce the fault and states the pump is working properly. The unit was returned to the customer. The fse also states the safety disk is past operational hours due for replacement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) low pressure message and clattering from inside device. There was no patient involved reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.